Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a discrepancy in battery longevity calculations. The device was updated successfully. The patient was asymptomatic after the event.